Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and the visual inspection revealed grommet damage.

Event description:
It was reported, during the implant procedure that there were extra senses on egm that were not seen on lead. The device was not implanted and there were no patient complications reported as a result of this issue.